Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
At this time, the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) which was included in the subpectoral implant 2009, product advisory was initially communicated on (B)(6) 2009, was exhibiting noise and oversensing on the right ventricular (rv) pace/sense channel. This device was implanted subpectorally. There were also some non-sustained ventricular tachycardia (nsvt) episodes stored. No inappropriate therapy had been delivered. Pacing impedances were within normal range, but had decreased from 460 ohms to 390 ohms. There was no noise able to reproduced with pocket manipulations or isometrics. However, the noise was able to be reproduced when the patient did push-ups. The device was explanted and successfully replaced. Upon explant the device header was reportedly 'a tiny bit loosened'. The rv lead was thoroughly tested and analyzed and showed no anomalies. The rv lead was connected to the new device and remains in service. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed that the device header was slightly loose on the front side of the device. An x-ray of the device was performed which verified that none of the feed through wires were broken. The device was not able to meet specifications due to a loosened header bond. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal, however the clinical observations were not thought to have been contributed to by the out-of-specification leaf spring contact component. Visual inspection of the lead seal ring marks in the lead barrel indicate that the lead was fully inserted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.